Event description:
The customer reported that a donor donated on (B)(6) 2012 and did not have any symptoms or problems during the donation process. After the donor had gone home she developed itching on the left side of her head and face and had redness and swelling of the left eyelid, eye brow, cheek and ear. The customer stated that the donor called them on (B)(6) 2012 and reported this and that her left eye was swollen shut. The donor also reported going to her doctor on (B)(6) 2012 and she was put on prednisone to treat the allergic reaction. The customer stated that the donor has not experienced any of these symptoms related to an apheresis procedure before and is a long time donor. She also reported that the donor denies any history of any other allergies and had not had any recent bug bites. The customer stated that the donor did not experience any respiratory difficulties. The disposable set and the acd-a are not available for return as they were discarded on the day of donation. This report is being filed due to medical intervention via doctor visit and prescription.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The rdf showed that the trima accel system operated as intended. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the donor, it is difficult to determine the actual cause of this incident. It is possible, but not conclusive, that the donor may have experienced a reaction to the acd-a or ethylene oxide.